Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was not turning on. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was not dropped, bumped or exposed to moisture. Customer made all the procedures but insulin pump still not turning on. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address/serial number label. (B)(4).